Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5211929. A photo was received; customer incident of sleeve leakage. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter leaked blood into the holder after venipuncture and before the first tube was inserted for collection. No mucous membrane exposure. No sample returned for evaluation.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.